Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
During a routine mrh case trial stem was seen by intra op xray to be inside patients femoral canal. Attempts made to remove but unable to do so and trial implant was cemented inside femur. Update: "left side. Activity level: wheel chair bound, pre existing conditions right knee amputation".